Manufacturer narrative:
Additional information: d10, h3, h6 the valve was reportedly explanted due to stenosis and shortness of breath. Leaflets 2 and 3 were torn, with degenerative changes and loss of collagen noted in the leaflet 3 tear. There was circumferential pannus ingrowth on the inflow surface of the valve. Outflow pannus covered stent post 1 and extended over the free-edge of leaflet 1, tethering it and creating a fold and retraction in the tissue. Pannus ingrowth near the tear site of leaflet 3 tethered the leaflet in an folded and opened position. The sewing cuff had been almost entirely removed. No acute inflammation or significant calcifications were found; however chronic inflammation was noted within the pannus ingrowth. The pannus ingrowth, tethering and tears were consistent with the reported stenosis and shortness of breath qualitative x-ray examination of the stent appeared to show stent post 3 bent outwards, but it could not be definitively determined if this damage existed prior to explant. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed degenerative changes and loss of collagen at the leaflet 3 tear site, which could have contributed to the tear. Furthermore, the extent of the damage to the sewing cuff and the outflow pannus, as well as the inflow pannus and the pinning artifact created by the ingrowth on both surfaces, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 19mm trifecta gt valve was implanted. During a routine follow-up in (B)(6) 2020, the patient complained of shortness of breath and aortic stenosis was noted. On (B)(6) 2020, the valve was explanted and replaced with a 19mm regent valve. The patient was reported to be in stable condition.